Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-may-2026. H6: imdrf annex a grid (2) a140304 - volume accuracy problem (1675), a0414 - material split, cut or torn (2537/2454/3024). Bd received 4 photos and 2 samples for investigation. Evaluation of the photos and returned samples indicated damaged tubing, resulting in insufficient blood flow. Additionally, 10 retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and insufficient blood flow. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® push button blood collection set, blood leaked from damaged tubing of the device, and insufficient blood flow entered the blood collection tube with one (1) device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® push button blood collection set, blood leaked from damaged tubing of the device, and insufficient blood flow entered the blood collection tube with one (1) device. No adverse impact was reported regarding the patient or user.